Event description:
It was reported that the electrocardiogram (egm) for several episodes could not be printed due to "invalid data". Episodes were suspected to have been oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6942 implantable tachy lead implanted: 1999 (B)(6); 4194 implantable pacing lead implanted: 2008 (B)(6); 188tc competitor implantable pacing lead implanted: 2008 (B)(6). (B)(4).